Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation irregular ('period plays hide and seek all the time') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required). The patient was treated with surgery (remove the coils). Essure was removed. At the time of the report, the menstruation irregular outcome was unknown. The reporter considered menstruation irregular to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: menstruation irregular. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation irregular ('period plays hide and seek all the time') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required). The patient was treated with surgery (remove the coils). Essure was removed. At the time of the report, the menstruation irregular outcome was unknown. The reporter considered menstruation irregular to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: menstruation irregular. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.